Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm procedure, the physician was attempting to advance the 4.5 mm x 22 mm enterprise® vascular reconstruction device (enc452212 / 10800602) through the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) but the stent could not be advanced. The stent became stuck in the microcatheter and both the microcatheter and the stent were removed from the patient¿s body and the target position was lost. A kink was observed on the microcatheter and the kink obstructed the stent preventing it from being advanced. There was no malfunction with the enterprise stent. The product was replaced to complete the procedure. There was no report of any patient consequence or adverse event associated with the reported issue. There was no procedural delay reported with the event. The loss of target position was received on 1/15/2019, as additional information. The event has been deemed FDA MDR reportable. The enterprise stent was returned for evaluation and analysis. Investigation summary: the enterprise® vascular reconstruction device was received contained in a pouch. The returned device comprised of the delivery wire and the introducer. The stent was not returned. The delivery wire and the introducer were visually inspected and was noted to be without any damage. Functional analysis could not be performed on the returned device without the stent. The reported issue could not be confirmed through evaluation and analysis with the incomplete device return. Lake region medical performed the review of the device history records relative to the manufacturing, inspecting and packaging of the lot 10800602. The history records indicate this product underwent final inspection testing at lake region medical and was determined to be acceptable. There was no indication of manufacturing defect or anomaly that could have contributed to the reported event. The enterprise stent was reported to be without any damage. The advancement issue that the stent encountered was due to the kink in the microcatheter. The kink in the microcatheter impeded the advancement of the stent and caused it to become stuck in the microcatheter. As a result, it was removed with the microcatheter and the target position was lost. The cause of the stent being impeded in the microcatheter resulting in the loss of target position was due to the circumstance of the procedure and was related to the malfunction of the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00825 and 1226348-2019-00826. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm procedure, the physician was attempting to advance the 4.5 mm x 22 mm enterprise® vascular reconstruction device (enc452212 / 10800602) through the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) but the stent could not be advanced. The stent became stuck in the microcatheter and both the microcatheter and the stent were removed from the patient¿s body and the target position was lost. A kink was observed on the microcatheter and the kink obstructed the stent preventing it from being advanced. There was no malfunction with the enterprise stent. The product was replaced to complete the procedure. There was no report of any patient consequence or adverse event associated with the reported issue. There was no procedural delay reported with the event. The loss of target position was received on 1/15/2019, as additional information. The event has been deemed FDA MDR reportable. The enterprise stent was returned for evaluation and analysis.